Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, it was stated that six (6) products were included in a package which was supposed to have five (5) products. When counting the needle at the end of the procedure, there was one more than usual, just in case, x - ray filming was performed, and there was no needle left inside the patient¿s cavity, so it was suspected that there were 6 products in the package as mentioned above. Because two lot no. Were used in the same case, it could not be confirmed that which lot no. Had 6 products. The surgical time was extended by less than 30 min.